Event description:
It was reported that the general surgeons was performing a laparoscopic colostomy takedown. Assisting surgeon (experienced in eea stapler) inserted eea handle and attached to 2nd piece without issue. Attempted to fire using recommended technique from manufacturer and stapler became tethered and could not be removed. Attempted to release multiple times and after using some force, stapler was removed. Surgeon noted that the white part of the stapler came loose from the device which he hadn¿t seem happen before. Surgeons then checked colon and noted there was not an adequate line, so further surgery was needed.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery?. The surgery started as laparoscopic. Was the procedure changed due to the fact that further surgery was needed, or did it stay laparoscopic?. Did the patient receive any preoperative chemotherapy or radiation?. Can more detail be provided about the white part of the stapler that came loose?. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?. Was the device difficult to close?. Was the device difficult to fire?. How many counter-clockwise revolutions of the adjusting knob were used to open the device?. Did the healthcare professional receive audible & tactile feedback when firing the device?. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed?. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the post-operative care of the patient changed?. What is the current patient status?. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/21/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: what were the indications for surgery? Desired restoration of intestinal continuity (colostomy reversal) the surgery started as laparoscopic. Was the procedure changed due to the fact that further surgery was needed, or did it stay laparoscopic? Procedure: laparoscopic colostomy takedown, repair parastomal hernia, diverting illeostomy did the patient receive any preoperative chemotherapy or radiation? Chemotherapy can more detail be provided about the white part of the stapler that came loose? Plastic white ring came out of dome of stapler with donut attached. Stapler did not free from tissue once fired and opened. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full (360) did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? 2 complete intact donuts was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? Not able to be visualized - eea. Was the post-operative care of the patient changed? Yes, required ileostomy diversion, additional or time. What is the current patient status? Recovering as anticipated with ileostomy.